Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The physician had deployed two cypher stents in the rca. One proximal and one distal. He then attempted to deploy a taxus express2 3.0 x 20 mm drug eluting stent in between the cypher stents. During placement of the stent, the taxus stent appeared to have caught on the cypher stent and became dislodged from the balloon. The device was eventually retrieved from the profunda artery, but it is uncertain how the stent was retrieved. No pt complications or injuries were reported.